Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia event caused by tubing bent. Patient was then admitted to intensive care unit (ICU). Blood glucose level was 500 mg/dl at the time of the event and patient got treated with intravenous (IV) and fluids of saline and insulin. The duration of hospitalization was for one day. Patient was found positive for small ketones level and ketone levels were found to be life-threatening. Patient was released from the hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009213 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched). Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, (B)(4) passed the test. Functional test 1 flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009213 was manufactured according to the wi version 116 and packaging in the line 03, on 11/sep/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 15/jul/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched) and lot 6009213 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.